Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that his sensor was giving low readings, off of which he treated with a candy bar. Furthermore, the sensor readings were triggering the customer's insulin pump to suspend, as customer received a sensor reading of 44 mg/dl while customer's blood glucose was 419 mg/dl. Customer declined troubleshooting. The customer stated he had already thrown the sensors in the trash and will not be returning them for analysis.